Event description:
Customer received a blood glucose reading of 126 mg/dl with meter. No medication was taken. The customer began to experience hypoglycemic symptoms soon thereafter. The customer was taken by paramedics to the hosp. A reading of 46 mg/dl was received by the paramedics with an unk brand of meter. Customer was treated intravenously. Customer was at the hosp for aprox four hours then released. Testing was completed on the fingers.